Manufacturer narrative:
(B)(6). 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions to the customer care advocate (cca) and obtained the following information: on (B)(6) 2011, the patient obtained a 380 mg/dl and took 10 units of rapid insulin. She took the insulin based on her sliding scale. She did not attempt to retest; however, started to exhibit symptoms of feeling dizzy, sweaty and a headache approximately 20 minutes later. She did not attempt to retest her blood glucose, when she exhibited the symptoms. Her daughter then took her to the hospital where her blood glucose was 70 mg/dl and she was treated with "fluids". She was in the hospital for approximately 20 hours and her diabetes regimen was not changed due to the alleged issue. Per patient the diagnosis in the hospital was "hypoglycemia". The product was replaced. The complaint is being reported since the patient allegedly took insulin based on her meter result and approximately 20 minutes later developed symptoms suggestive of a serious injury and had to receive medical treatment in the hospital.